Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 20ga 1.00in (1.1 x 25 mm) experienced blood exposure/splash during use. The following information was provided by the initial reporter: when we press the button so that the needle goes into the device and we do not stick ourselves, the retraction is done too quickly and the blood splashes on us (arms, eyes ... Etc). High risk of blood-borne disease, several nurses have had the same remark when using this catheter that they use it more and prefer the ones without the safety feature.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/24/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one retracted unit, a needle cover, catheter adapter assembly, and an opened package. During the visual examination, it was observed that there were no visible defects. The unit was reassembled to replicate the reported splash. The functional test was conducted three times on an artificial vein, but no splash was observed. Splatter may be a result of leakage due to the actuator being pushed through the septum. Unfortunately, since the device has been handled bd was unable to determine if this occurred during manufacturing or use of the device. Leakage can also occur when the vent plug is damaged. Visual inspection revealed that no media was observed in the flash chamber or porous plus. A porous plug leak test was performed and no leakage was observed. Another source of leakage could be from the septum. The unit was dissected and the septum was inspected microscopically. A tear was observed but it was determined to be acceptable making it an unlikely source of a leak. Finally, insufficient gel on the spring and a high spring force may result in more rapid retraction of the needle. Neither were able to be confirmed but a review of the manufacturing process did not reveal any quality issues. The reported defect of blood splashing was not able to be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 20 ga 1.00 in (1.1 x 25 mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 20 ga 1.00 in (1.1 x 25 mm) experienced blood exposure/splash during use. The following information was provided by the initial reporter: when we press the button so that the needle goes into the device and we do not stick ourselves, the retraction is done too quickly and the blood splashes on us (arms, eyes ... Etc). High risk of blood-borne disease, several nurses have had the same remark when using this catheter that they use it more and prefer the ones without the safety feature.